Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month were not reported. Investigation summary: we do not have a specific complaint or a defect description from the customer. However, a defect(s) was/were identified and repaired using the measures listed in the "proof of repair" / unit modified acc. To guideline of manufacturer / the safety test ((B)(4)) was performed according to the manufacturer's instructions with supplied replacement accessories. / missing accessories completed / 24-hour continuous test completed / functional test performed / defective power entry module replaced / electrical safety test acc. To (B)(4) completed / by built-in-test (bite) indicated fault codes analysed / functional test acc. To test procedure completed / upgrade of ees-generator g11 "software" acc. To (B)(4) performed device history review: the device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during preventive maintenance, a complaint was escalated from a wo. A defect was identified during service assessment. No reported malfunction from the customer, no patient involvement, and no surgical delay. The failure was detected during electrical safety test.